Event description:
Our rep is reporting that during an arthroscopic knee procedure, a portion of the distal tip of the inserter broke off into the body. The fragment was retrieved without any issues and the procedure was concluded successfully without any further event or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.